Manufacturer narrative:
The device has been returned and evaluated by product analysis on 03/14/2014 with the following findings: evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. Unrelated to the complaint, the keypad symbols were worn.

Event description:
On (B)(6) 2013, the reporter contacted animas to report that on (B)(6) 2013 the patient obtained the blood glucose readings of 40 mg/dl and 43 mg/dl and experienced the symptom of confusion. The patient administered self-treatment by consuming orange juice and candy. The patient noted the pump had reverted to factory settings after a battery replacement. On the morning of (B)(6) 2013 the patient visited an hcp, where her blood glucose level was tested to be 54 mg/dl. Troubleshooting revealed the pump¿s time setting was incorrect, am for pm, which could have contributed to incorrect basal rate delivery. The patient¿s technique was incorrect by not setting the pump¿s time setting correctly. However, as the patient suffered blood glucose levels suggesting severe hypoglycemia afterwards, this complaint is being reported.